Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (32 mg/dl). Paramedics were called to assist the customer with treating the low bg. The customer could not recall the details of the event. The customer suspected the pump settings need to be adjusted and was the cause of the low bg. Reportedly, the customer went to the doctors to have the settings adjusted.